Event description:
It was reported the system displayed intermittent fast stop error messages. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board connectors were tightened during the service call. The system was tested and found to be working as intended and put back into service.